Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the pump supplies to resolve occlusion. Customer's blood glucose was 279 mg/dl. As pump supplies were changed, tandem technical support was unable to determine possible cause of the occlusion.